Event description:
ER staff members were treating a pt (age and gender unk) who was in a code situation. The staff charged the unit and the unit's monitor screeen "blanked out" while trying to defibrillate the pt. On the third attempt, the staff was able to defibrillate the pt. There is no indication of any adverse effect on the pt. The pt was transferred to another facility. The complainant indicated that the unit was functioning on ac power at the time of the alleged malfunction. The unit was plugged into a "multi-strip outlet" and the plugs were loose.